Event description:
It was reported that the customer had a no delivery alarm and blood at site. There was also an issue with the keypad not responding. Customer had the issue since he first got the pump. Customer stated that there is an issue when he fills the tubing and he has to press the act button several times before it responds. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.